Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 1 and 5) during bolus delivery. Customer's blood glucose was 135-138 mg/dl. Customer loaded new cartridge and resumed insulin delivery.